Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stat that contacts are not missing, damaged, or corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with trace pointers are invalid or history pointers failed and history pointers are corrupted error or post-reset ram crc alarm and high sleep current due to moisture damage on electronic assembly. No unexpected failed battery test alarm noted during testing.